Manufacturer narrative:
The device was returned for evaluation and the clinical observation could not be confirmed. As received, the axium prime pushwire returned found that implant coil was detached and missing from the pushwire. The instant detachers were not returned as they were discarded. The actuator interface crimps and the tack weld replacement (twr) crimps were intact. The pushwire appeared to be broken at the proximal distal to the break indicator; with the release-wire retaining the two segments together. The pushwire was found to be intact distal to the break indicator at the manual detachment location (via hypotube). Additionally, the pushwire segment was found to be bent at the proximal end. The coin was not found against the lumen stop with the coil shield stretched. Based on the analysis findings and the reported event details, the cause for the difficulty during detachment with the instant detachers could not be determined as the instant detachers were not returned; therefore, any contributing factors from the instant detachers could not be assessed. The twr crimp was found to be broken, which showed that the instant detacher was used to detached coil. However, the pushwire was found to be intact at the distal break indicator at the manual detachment location; which revealed that the customer did not correctly attempt to detach the implant coil by the manual method (via hypotube) as indicated in the IFU. It is possible that the bends in the pushwire or the incorrect method of manual detachment may have contributed to the non-detachment experience. The pulling back of the coin from the lumen stop may have contributed to the detachment of the implant coil from the pushwire. All parts of the returned pushwire that could affect the detachment were found to be within specification. Per our instructions for use (IFU): if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the coil failed to detach after 6 attempts to detach with 2 different instant detachers (3 times with each ID). Manual detachment was attempted; however, the exact attempt count is unknown. The anatomy and blood flow were both normal. The unruptured middle cerebral artery aneurysm had a max diameter and neck width of 4mm. The devices were all prepared and used per the instructions for use (IFU). Per the treating physician, coil was not detached, some odd feeling at that time of inserted coil (too flex). The coil was exchanged for a same size axium prime es. Case was successfully completed. No patient injury occurred.